Event description:
The suction catheter broke from the suction base and was stuck within the ett. The respiratory therapies had to rip the plastic sheath from around the catheter to pull the cath out of the ett.